Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during the permanent procedure, the case was aborted due to the patient experiencing low oxygen levels. Nothing was implanted, and the issue was not device related. The patient was doing well. The explanted devices were not returned.